Event description:
A customer's parents reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 388 mg/dl at the time of the call. The parent stated that the numbers on the screen scroll on their own. The customer disconnected from the insulin pump and is now on manual injections. The parent was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with cracked reservoir tube lip.